Event description:
A patient¿s pump was reported to have failed, as it would not turn back on or charge. There was no adverse impact to the customer's blood glucose level. The patient was currently off the pump, and technical support was asked to contact her to determine the need for a replacement pump while retraining was scheduled to include her family.